Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Health professional reported left side strong pain, capsular contracture baker grade IV. Patient needs urgent replacement. Per ultrasound, "increased space between the capsules in the left breast correlate with intracapsular contracture-rupture." The device remains implanted.